Event description:
Event description: per email, it was reported that: this email is to notify your company of an incident regarding one of your products. It was reported to us on june 3, 2025, that during a tricuspid procedure, "no issues with prep of system. Delivery system was inserted into rt access, without difficulty. After difficult wire positioning, because of shallow rv and minimum free space, the marker band was deep in the rv apex, secondary maneuvers were performed to try and gain height, could not obtain the height required. Attempted to remove delivery system and could not advance or retract wire within the delivery system in the body. The entire system and wire were removed together per physician. Ds was placed on the back table and still could not remove wire, a new system was prepped and loaded and case proceeded without incident. Physician stated safari wire was damaged, and he feels it was the cause of the issue not the system itself.

Manufacturer narrative:
Product was not received for evaluation at the time of this report; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings (dfu): ·never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. ·the curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. As indicated in the operational instructions (dfu): ·safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm guidewire. ·prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will hinder the performance of guidewire. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2tm guidewire prior to withdrawing the wire. B. The safari2tm guidewire is pulled back completely into the catheter. C. The safari2tm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Patient information was not provided; therefore, part a could not be completed. The lot number for the device is unknown at the time of this report; therefore, section d4 could not be completed, including the UDI number.the sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.